Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that today the device in patient's butt/hip was 'going off' and heating up. The ins site felt a little swollen, warm to the touch, with no incidents of a fall or trauma. Troubleshooting was not performed as patient reported their device was already off, and had been for a month. Patient was redirected to their healthcare provider, to further address issue. No further complication were reported at this time.